Event description:
Per the surgeon, the patient experienced magnet dislodgement during an MRI (tesla strength and date not reported). Surgery to reposition the magnet has been scheduled but this has not occurred as of the date of this report. The implanted device remains.